Event description:
Philips received a complaint from the customer on the v60 indicating that the mc pcba adc failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the mc pcba serial number and hours were not displayed on the device information screen. The rse recommended a power management (pm) pcba replacement. The bme requested pm pcba replacement. A philips authorized service provider (asp) evaluated the device prior to replacing the pm pcba and determined the issue was due to a motor control (mc) pcba failure. The asp advised the customer of the necessary corrective action, which was mc pcba replacement. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, motor control (mc) printed circuit board assembly (pcba), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A philips authorized service provider (asp) replaced the motor control (mc) printed circuit board assembly (pcba) and the mc to data acquisition (da) cable. The asp performed the required performance verification tests per the v60 service manual. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.